Event description:
It was reported that the physician wanted to pull the spinal cord stimulator (scs) trial lead down, but the upper contact on the lead was broken off during the procedure. The damaged lead was left inside the patient. The patient was sedated under general anesthesia when the procedure was canceled. The physician stated that the lead could not be placed due to the patient's spinal cord. The patient was doing well postoperatively.

Manufacturer narrative:
The reported event of the lead damage was confirmed by device analysis. The returned lead sc-2316-50e, serial number (B)(6) was analyzed and visual inspection revealed that the distal tip and electrode # 1 were separated from the distal array and both were not returned. The cables were exposed at the damaged portion of the lead. This kind of anomaly is consistent with the damages done to a lead by a needle when the orientation of the insertion needles bevel is facing down, or the angle of the insertion needle is greater than 45 degrees. An angle of more than 45 degrees increases the risk of lead damage.

Event description:
It was reported that the physician wanted to pull the spinal cord stimulator (scs) trial lead down, but the upper contact on the lead was broken off during the procedure. The damaged lead was left inside the patient. The patient was sedated under general anesthesia when the procedure was canceled. The physician stated that the lead could not be placed due to the patient's spinal cord. The patient was doing well postoperatively. The patient underwent a second procedure and it was successful.